Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection the port tubing was observed to be separated from the bag and attached to an administration set. Functional testing failed due to the separated port tubing. The cause of the reported condition was determined to be the surface roughness of the administration set spike used to connect to the device. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid leaked from an intravia empty container. This event occurred when the nurse was attempting to remove the intravenous set from the bag, tearing the administration port in the process. At the time, fentanyl was being administered and an unknown baxter set was being used. This event occurred during patient use, though there was no patient injury or medical intervention in association with this report. No additional information is available.